Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 30dec2019 to present date 22dec2020 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device received error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device received error code 242.4030. There was no patient involvement.